Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 300 to 400 mg/dl. Customer¿s current blood glucose value was 202 mg/dl. The customer treated with the pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer was not calling back to perform high pressure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify possible under delivery due to completely broken reservoir tube lip. Device received with severely scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address or serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.